Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely external force was applied to the distal end causing chipping of the adhesive. This issue is addressed in the instructions for use (IFU): "important information ¿ please read before use do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result."

Manufacturer narrative:
The device referenced in this report was returned to olympus for physical evaluation. Evaluation confirmed the user report. A leak was found between the control knobs the investigation is ongoing. The definitive cause of the customer's experience can not be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while re-processing an evis exera ii ultrasound gastrovideoscope, the scope failed the leak test. There was no patient contact/impact.

Manufacturer narrative:
This report is being supplemented to report additional information provided by the customer (reported in b3, b5).

Event description:
Additional information provided by the customer 09dec2020: no visual deformations or anomalies were noted and the device was reprocessed in medivators advantage.